Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit was slow to fill and there was low flow due to a faulty circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed had an arctic sun device that they need to put on the patient. There was screen with a red circle or slash over the arctic sun icon. They could not get past this screen. Biomed had another device in which the reservoir was empty, but it reads full and nurse was not with that device at the moment. Mis explained those were issues they could not troubleshoot over the phone. Nursing staff would need to use alternate means of target temperature management for now. Biomed states they have no other devices. Per tech updates in the wo on (B)(6) 2023, it was reported that calibration failure for error 25 for pt2 out of adjustment range and calibration failure for error 82 for the water temp time out. Inaccurate flowrate found during evaluation.